Manufacturer narrative:
Investigation findings: nc073669/sn:(B)(6):handpiece 07470 (broken) defective, contra-angle sn:(B)(6) (collet) defective. As requested, you will receive the device back unrepaired to our relief. Please note that the device has not been tested and repaired and is therefore not suitable for use on patients. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Summary: root cause: various mechanical problem. Collet defect. User technique problem. Handpiece broken. Update of technical department - wear and possible lack of maintenance conclusion: potential user handling/storage issue.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a vdw connect drive won't hold files. No injury occurred.